Manufacturer narrative:
A reservoir was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of reservoir migration and discomfort, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to additional information received, the reservoir was removed due to the patient experiencing reservoir migration and discomfort. It was confirmed via medical imaging that the reservoir was likely bulging through the area into his inferior infrapubic region.

Event description:
According to additional information received, the reservoir was removed due to the patient experiencing reservoir migration and discomfort. It was confirmed via medical imaging that the reservoir was likely bulging through the area into his inferior infrapubic region.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed due to an unknown reason.